Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the implanting center on (B)(6) 2016, after developing a large substernal abscess. The infection reportedly originated at the driveline skin exit site and progressed to the lvad pump pocket. Multiple attempts were made to treat the infection, including multiple substernal abscess drainages and surgical washouts, but the patient continued to experience recurrent infection and fluid build-up. The implanting center was not aware of any patient condition factors that could have attributed to the poor healing. An echocardiogram (echo) was performed and revealed a left ventricular ejection fraction of >40% which allowed the patient to undergo lvad explant on (B)(6) 2016. Unfortunately, the patient decompensated and extracorporeal membrane oxygenation (ECMO) support was initiated. The patient subsequently expired on (B)(6) 2016.

Manufacturer narrative:
The report of driveline and pump pocket infections and their correlation to the returned device could not be conclusively determined. The device was returned with the driveline cut approximately 1 inch from the pump housing and a 13 inch portion of the severed driveline was returned. Upon disassembly of the device, examination of the pump¿s blood-contacting surfaces revealed no depositions. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process and the pump operated as intended. The instructions for use lists driveline and pump pocket infections as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.